Event description:
It was reported that the device was working great initially, but gradually the stimulator stopped controlling patient's pain. Patient was admitted to the hospital for bacterial pneumonia before easter and went home on (B)(6) 2012. The stimulator had not worked since even when patient had it on for 24 hours. Patient had an appointment scheduled on (B)(6) 2012 for stimulator removal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial #(B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).